Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 4968-35, implanted: (B)(6) 2006.

Event description:
Additional information was received and reported the impedance and threshold of the lead were not "perfect" at the time of replacement. The lead was replaced during routine device changeout procedure.

Event description:
It was reported that the lead was "broken". The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and indicated the impedance trend on the right ventricular pacing lead was decreasing. (B)(4).